Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2011 the plaintiff was implanted with a miniarc single-incision sling to treat "pelvic organ prolapsed and/or stress urinary incontinence." It was alleged that the plaintiff experienced "pain, pain with sexual intercourse, urinary problems, bowel problems, and pressure in the pelvic region some time after implant." It was alleged that "plaintiff returned to her physicians several times due to complications and problems," and the plaintiff "suffered, and continues to suffer, serious bodily injury and harm," and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.